Manufacturer narrative:
Device ro15058 has been inspected for investigation purpose. From inspection, the most probable contributor was found to be torquing or skyving while drilling. The defective component was replaced. This report was submitted reported on (B)(6) 2017. As part our internal procedure the submission status was verified and appeared to be failed. For this reason this MDR is resubmitted.

Event description:
During a biopsy it has been reported that when drilling through the 2.45mm drill adapter, the drill bit broke off and got stuck inside the adapter. Another drill adaptor was available to complete the procedure. No patient impact has been reported.